Event description:
Caller reported a discrepancy between the insulin gauge display and expected amount, noting the issue occurred earlier in the day. Blood glucose level was not adversely impacted. The customer continued to use the pump for insulin therapy.